Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had syncope and was hospitalized. The device showed pauses and was under pacing. The right ventricular (rv) lead had varying thresholds over a two hour time period. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.